Event description:
Fallopian tube removal; I had the essure devices placed on the above mentioned date. Since that time, I have experienced painful, heavy periods, hypothyroidism, loss of libido, debilitating migraine headaches, unexplained weight gain, horrible bloating, all-over pain / tenderness (much like fibromyalgia without an official diagnosis), chronic fatigue, anxiety and depression, unexplained hives and rash, and I feel like that's not all. But all these only began after placement of the devices. Essure devices are scheduled to be removed on (B)(6) 2020. FDA safety report ID# (B)(4).